Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus safety closed IV catheter system extension tubing was damaged and leaked.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8171389 our records determined that this is the only instance of a needle bent occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: with the sample provided, our engineers attempted to replicate the damage observed in the device, through the repeated application of the pinch clamp. Our testing was concluded after 30 attempts, with no observable damage occurring to the tubing. Root cause description: based on these results, the root cause for this complaint could not be determined at the conclusion of our review. Rationale: bd will continue to track and trend for this issue.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system extension tubing was damaged and leaked.